Manufacturer narrative:
This is our final report on this incident.

Manufacturer narrative:
This is our initial report on this incident. We are still waiting for the patient sample and the complained product. Complained product is not available.

Event description:
The customer reported a false negative reaction of one patient sample with erytypecell b on erytype s abd+rev. A1, b in tango optimo. We are still waiting for the patient sample and the complained product . Summary: a review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Event description:
The customer reported a false negative reaction of one patient sample with erytypecell b on erytype s abd+rev. A1, b in tango optimo. The patient sample that had caused the false negative test result was sent to us for investigational testing, but none of the supposedly defective product was returned. At the time we received the patient sample the complained product was already expired. Therefore testing of the supposedly defective product was not possible and our quality control tested the patient sample with the current lot of erytypecell b. The patient sample reacted negatively. Furthermore the patient sample was tested in the tube technique and reacted only with a +/- reaction. Only after a prolonged incubation in cold did the sample react correctly positively and this is not according the instruction for use. This testing confirmed the weakness of the missed isoagglutinin. It is well known that isoagglutinins may be weakened or absent in elderly patients or during sickness. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.